Event description:
While removing stretcher from the van, the stretcher wheels came down but malfunctioned allowing stretcher to fall rapidly to the ground. The resident on the cart appeared to have no permanent injuries. The van driver, who is a cna, and another cna who were unloading the stretcher had tried to protect the resident during the incident. One cna is complaining of back and neck pain and went to a chiropractor. The employee is currently on vacation. Sales rep checked stretcher (3/26/96). Stretcher worked unless weight was applied. Did not work 10 times when tested with weight 3/26/96. Informed 3/26/96 that co rep coming to check equipment. Stretcher was ordered 11/94 and was delivered 12/94. Was placed in storage until 3-4 weeks ago. Could not be used with old van, awaiting purchase of new van.